Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was noted to exhibit undersensing. The patient was in atrial flutter with ventricular tracking causing p-waves to be blanked. The device was reprogrammed per tech service suggestions. The device sensed and mode switch appropriately. No patient complaints.